Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 (inadvertently selected healthcare professional) and d4 (lot). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection on the received condition was performed on the device and verified the grasping jaw separated from the joint at the distal end. The consistency of movement of the handle was normal. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely reason for the detached of the grasping section might be the following: an excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. The circumstances surrounding the event (the reason why a force was applied to the grasping section) were unclear. The event can be detected/prevented by following the instructions for use which state: "when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. Should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during a therapeutic total hysterectomy laparoscopy, the thunderbeat top jaw broke. The jaw was still attached to the device but bent. There was a procedural delay of 10 minutes to open and set up a new device. The procedure was completed using the replacement device. There was no report of patient harm associated with this event.